Manufacturer narrative:
Complete initial reporter name - (B)(6). Additional initial reporter - (B)(6), nurse. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the nurse called to report fiber optic sensor failure. The fluid lumen was successfully transduced and resulted in a crisp waveform. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section b - describe event or problem. From: it was reported during intra-aortic balloon(iab) therapy, the nurse called to report fiber optic sensor failure. The fluid lumen was successfully transduced and resulted in a crisp waveform.the insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. To: it was reported during intra-aortic balloon(iab) therapy, the nurse called to report fiber optic sensor failure alarm. The fluid lumen was successfully transduced and resulted in a crisp waveform. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the nurse called to report fiber optic sensor failure alarm. The fluid lumen was successfully transduced and resulted in a crisp waveform.the insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the nurse called to report fiber optic sensor failure alarm. The fluid lumen was successfully transduced and resulted in a crisp waveform. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.